Event description:
It was reported that the patient presented to the hospital and complained of syncope. Upon interrogation, an alert for possible output circuit damage was observed. It was noted that the patient underwent surgery around the time of the alert. At the next follow-up a capacitor maintenance was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.